Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the new srom alumina/ titanium 11/13 taper 32 mm heads have grossly inadequate labeling. It was also reported that it is not labeled titanium sleeve or anything indicating a sleeve. The only indication is on the underside which next to metal has a ''ti'' next to it. Doe: (B)(6) 2018, right hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.